Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient's mother reported that the patient's blood glucose level has been going over 500 mg/dl. She says she does not check the patient for ketones but the patient does not have symptoms that correlate with having ketones.